Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue; battery only lasts one week. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 23-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 08-feb-2018 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. During visual inspection of the pump, it was observed that the returned battery cap was undamaged and was able to fit to the pump and maintain an electrical connection. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump¿s electrical current draws measured within specifications. The pump¿s cover was removed and no intermittent conditions were found to the power printed circuit board. The investigation was unable to duplicate the original ¿short battery life¿ complaint. The product performed within specification.